Event description:
It was reported that the device was removed due to infection and erosion.

Manufacturer narrative:
The device was found to be above elective replacement indicator (eri). Testing revealed normal device characteristics. No anomalous behavior was observed.